Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 06-mar-2017 from other health care professional. This case concerns a patient (demographics unspecified) who received treatment with synvisc one and later after unknown latency patient had inflammatory response no past drug, medical history, concomitant medications or concurrent condition was provided. On an unknown date, the patient received treatment with synvisc one injection once (route, dose, indication: not reported) (batch/lot number: 6rsl029 and expiration date: 30-jun-2019). On an unknown date, latency unknown, patient had inflammatory response after receiving synvisc-one injection. It was reported that the patient had received a hydrocortisone injection. Corrective treatment: hydrocortisone. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 6rsl029 expiration date (06/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl029 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 15-mar-2017, a total of 2 complaints had been reported for lot # 6rsl029: 1 adverse event report and 1 broken syringe barrel. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention additional information was received on 16-mar-2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 06-mar-2017 from other health care professional. This case concerns a patient (demographics unspecified) who received treatment with synvisc one and later after unknown latency patient had inflammatory response. No past drug, medical history, concomitant medications or concurrent condition was provided. On an unknown date, the patient received treatment with synvisc one injection once (route, dose, frequency, indication: not reported; batch/lot number: 6rsl029 and expiration date: 30-jun-2019). On an unknown date, latency unknown, patient had inflammatory response after receiving synvisc-one injection. It was reported that the patient had received a hydrocortisone injection. Corrective treatment: hydrocortisone. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 06-mar-2017 from other health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after 2 days patient had inflammatory response. Medical history included alcohol use (3.0 oz total alcohol/week and 5 glasses of wine), caffeine use (1 cup daily), unspecified back disorder ((B)(6) 2002), congenital spondylolisthesis ((B)(6) 2002), unspecified neuralgia, neuritis and radiculitis ((B)(6) 2003), lumbago, sciatica and arachnoiditis (all noted on (B)(6) 2012), ischial bursitis ((B)(6) 2012), pain in joint, pelvic region and thigh, pain in joint and lower leg and pain in joint, ankle and foot (all noted on (B)(6) 2012), myopia, astigmatism, irregular and presbyopia (all noted on (B)(6) 2015), peptic ulcer (1977) and chondromalacia of patella. Surgical history included lumbar spine fusion (l2-sacrum, 5 level fusion) in (B)(6) 1993, hardware taken out in (B)(6) 1993, bilateral reduction of large breast in 2013, spinal cord stimulator implant in 2014, surgical repair of cerebrospinal fluid (csf)/dural leak in (B)(6) 1993 and cesarean delivery on (B)(6) 2016. Patient was allergic to shrimp flavour (severe hand swelling/angioedema and had to have rings cut off fingers). Patient had received non steroidal anti inflammatory drugs (naprosyn and voltaren) since (B)(6) 2001. Patient had 2 children. Patient's father was deceased, had diabetes, coronary artery bypass grafting (CABG), hypertension, alcoholic and seizures. Patient's brother was deceased at the age of 17 and both (mother and brother) had neurological history. Patient's sister had psychiatric history. Concomitant medications included paracetamol (tylenol), carisoprodol, cholecalciferol (vitamin d3), ubidecarenone (coenzyme q10), cyanocobalamin (vitamin b12), folic acid, kelp, omega-3 triglycerides (omega-3), oxycodone hydrochloride (roxicodone), plantago afra (psyllium), st. Johns wort and tocopherol. On (B)(6) 2017, at 04:00 pm, the patient received treatment with synvisc one injection, at a dose of 6 ml, once (route: not reported) (batch/lot number: 6rsl029 and expiration date: 30-jun-2019) for bilateral knee osteoarthritis. On (B)(6) 2017, 2 days after receiving injection, patient had inflammatory response and experienced pain, swelling and had sensitive to touch. It was reported that the patient had received a hydrocortisone injection. Corrective treatment: hydrocortisone, ice, ibuprofen, heat, massage, capsaicin (capsicum) cream, diclofenac potassium (voltaren), celecoxib (celebrex), muscle relaxer, physical therapy, tramadol hydrochloride (tramadol), hydrocodone bitartrate/paracetamol (norco) for inflammatory response; outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 6rsl029 expiration date (06/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl029 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 15-mar-2017, a total of 2 complaints had been reported for lot # 6rsl029: 1 adverse event report and 1 broken syringe barrel. Sanofi would continue to monitor complaints to determine if a CAPA was required. Reporter's causality: related. Seriousness criterion: required intervention for inflammatory response additional information was received on 16-mar-2017. Global ptc number and ptc results were added. Text was amended accordingly. Follow up was received on 21-mar-2017. No new information was received. Additional information was received on 04-apr-2017 from a health care professional. Patient's demographics, height, medical history and concomitant medications were added. Symptoms (swelling and sensitive to touch) of inflammatory response were added along with detail. Treatment start date, stop date, dose and indication of synvisc one was added. Corrective treatment (ice, ibuprofen, heat, massage, capsaicin cream, diclofenac potassium, celecoxib, muscle relaxer, physical therapy, tramadol hydrochloride, hydrocodone bitartrate/paracetamol) was added. Clinical course was updated and text was amended accordingly.